Manufacturer narrative:
Corrected information is provided in sections h.6. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in sections h6 and h11. A sample was not received at investigation site for evaluation for the report of a broken suture and edema after surgery; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the investigation site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The cause of the reported event cannot be determined with the information obtained, therefore, specific action with regards to this complaint cannot be taken. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A retrospective post-market clinical follow-up study indicated that the female patient underwent a surgery using a suture. The patient has experienced wound dehiscence during surgery. Current condition of patient is resolved. Patient was hospitalized for the event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).